Manufacturer narrative:
Analysis was unable to confirm the customers comment regarding the functionality of the programmer's stylus and radio frequency (rf) head. There was no stylus returned with the programmer, thus the customers comment was unable to be confirmed regarding the functionality of the stylus. A known good stylus was confirmed to work without issue with the returned programmer. The programmer was able to interrogate wirelessly and non-wirelessly with the provided rf head. The functionality of the rf head was confirmed on the test bench. The hard drive was reconfigured and reloaded with the appropriate software as preventative measure. The left keyboard hinge was found to be broken and was replaced. Reseated the left spring clip. Replaced the broken power cord bay. Replaced the missing power cord. No other anomalies were found. Device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers stylus was not working properly. It was also reported that the connection port on the programmers patient connector was not working as intended. The device was returned for servicing. There was no patient involvement.